Event description:
It was reported that the device was at elective replacement indicator within three and a half years of implant. The left ventricular lead threshold was chronically high and therefore the device output was set higher to accommodate the patient condition. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4194-88 implantable pacing lead, (B)(6) 2006; 6949 implantable tachy lead, (B)(6) 2006; 4076 implantable pacing lead, (B)(6) 2006. (B)(4).